Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed and found to have one blade broken at the tip. A piece approximately 1.17mm x 1.30mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was defective. No known impact or patient consequence was reported.